Event description:
Following a diagnostic procedure, an angio-seal device was placed. Upon removal of the sheath, collagen was found to protrude above the skin level, and the physician therefore had difficulty tamping the collagen below the skin level. A hematoma was noted, and manual pressure and a femostop were therefore used to achieve hemostasis. During the period of time in which manual pressure was held, the patient's blood pressure and heart rate dropped. The patient was given atropine to treat this vagal reaction. Three hours post procedure, the site looked fine and there was no indication of hematoma or bleeding. The patient was released with no further sequelae.